Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 261 mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 282 and 313mg/dl using metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is most concerned with the blood result of 261mg/dl taken at 5:59 am on (B)(6) 2016. Control test run with the customer with a result of 40 mg/dl, which was within range. Customer explained that if the control test is reading within range then the meter and test strips are running accurately.